Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, failed downstream occlusion calibration.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's of the reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed all seals were intact. During functional check, the reported problem was duplicated. Unable to perform the pump's pressure switch test during the investigation due to pump was displaying cassette not attached properly alarm message. The root cause of the reported issue was faulty downstream sensor. Downstream sensor was replaced.

Event description:
Additional information was received. The issue was found during testing. No patient incident.